Event description:
During endoscopy procedure physician experienced difficulties with suction and flushing of scope. It was identified that the end of the disposable brush was lodged within the scope.